Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a procedure to implant this device, the physician pumped the av node or the his bundle and the patient became asystolic. Pacing therapy ensued with the implant of the right ventricular (rv) lead and the implant procedure was completed without further incident. The following day, the associated atrial lead was not sensing well and the physician elected to perform another procedure at which time the atrial lead was removed from service and the patient was upgraded to a cardiac desynchronize therapy device (crt-d). A left ventricular (lv) was also implanted during this procedure. No other adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
--